Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the poly insert did not engaged in metal tray. Another insert was opened and used to complete the surgery.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the articular surface were reviewed and no deviations or anomalies were identified. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the articular surface. The reporter indicated that adherence to the surgical technique is unknown. It is considered that the tibial implant was not related to the issue because a second articular surface could be fitted in. A definitive root cause cannot be determined with the information provided.